Event description:
It was reported to the manufacturer, by the end user, per the end user, that per (B)(6), received a call from contact at (B)(6), that a patient had a fall that involved a bed rental. Per staff, the patient fell out of the bed. Bed exit alarm did not alarm. Patient was treated and stabilized. They placed the patient back into the bed at that time the bed exir alarm was activated and would not deactivate. Joerns is not the manufacturer of the bed frame that the patient was on but is the manufacturer of the mattress and control unit that was used on top of the bed frame. Joerns is requesting the mattress and control unit back for investigation. Complaint # (B)(4) were entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.